Manufacturer narrative:
(B)(4). Additional information: five sealed packages were received and visually inspected. Four of the five packages had no defects. One package was confirmed to have the device tube assembly out of place and extending into the seal area of the package. The tube was damaged and the tyvek lid was damaged. The damage to the tyvek lid did not break the sterile barrier or completely cross the seal. The package seal is narrower than allowed by packaging material specification. Lot history records for h44x8d, um201, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that a package with a sound dilator component which was not seated properly into the blister of the device and caused damage to the package and to part of the component.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.